Event description:
Pt uses five disposable syringes a day to inject insulin for diabetes. Pt purchased the box a week prior and had used five bags of ten and seven from the sixth bag of ten; they removed the eighth syringe and noticed a clear fluid in it. The caps were on the end and top of the syringe, they removed the top cap and observed it was wet - had moisture drop on inside of cap and clinging to needle - as though it had been used to draw liquid in. Pt stated the original volume was between 3 and 4 units. Pt squirted the syringe into a sink and a drop came out; approx half of the fluid remains in the syringe which is between 1 and 2 units. Pt did not notice anything in the remaining syringes and had no problems with the ones already used. Pt has purchased a new box to use.